Manufacturer narrative:
The customer reported that gz's are in intermittent communication loss (comm loss) on the remote nurse's station (rns) and in complete comm loss on the central nurse's station. Technical support (ts) worked troubleshot the issue with the customer and it appears that the issue was coming from the wireless network. The customer reported the following day that everything was working fine. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device was used in conjunction with the cns: gz transmitters: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni.

Event description:
The customer reported that gz's are in intermittent communication loss (comm loss) on the remote nurse's station (rns) and in complete comm loss on the central nurse's station. There was no patient injury reported.

Event description:
The customer reported that gz's are in intermittent communication loss (comm loss) on the remote nurse's station (rns) and in complete comm loss on the central nurse's station. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that gz's are in intermittent communication loss (comm loss) on the remote nurse's station (rns) and in complete comm loss on the central nurse's station. Technical support (ts) worked troubleshot the issue with the customer and it appears that the issue was coming from the wireless network. The customer reported the following day that everything was working fine. There was no patient injury reported. Investigation summary: the root cause for communication loss is likely related to hospital network environment. Nk cits was unable to resolve the issue through troubleshooting. The customer reported later that the issue was resolve and was advised by nk cits to check with their wireless support team should the issue recur. Complaint history review of pu-681ra serial number 1630 reveal no additional complaints relating to communication loss. This issue is not likely related to a malfunction or an nk device as the issue was resolved without rework or any nk device. Additionally, the customer was educated on who to contact should the issue recur. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: 02/22/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 02/24/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; it was actually an entire floor that had communication loss, no just one or two devices. Manufacturer references # : (B)(4).